Event description:
Additional information received confirmed that the patient again experienced ¿zapps¿ from their implantable neurostimulator (ins). The patient was unsure if it was due to the new stove or wiring in their room. It was also noted that the device had been helpful to them and ¿gave my life back, I could function as a normal person, and work and drive again¿ and no longer had to take pain medications. The patient had good success with the device. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient's implanted device was broken, and the patient was injured when she was shocked while using her recently replaced stove. It was unclear if the patient was shocked by the stove or her device. The patient stated that she would be having the device replaced shortly. Additional information has been requested, but was not available as of the date of this report. For issues with the patient's previous device, see MFR. Rep. # 3004209178-2011-03083.

Event description:
Additional information received reported when the patient went to turn the stove on in (B)(6) 2012 'something funny' happened and the programmer showed a picture of a doctor and a phone. The patient indicated her stove was faulty and was told the implantable neurostimulator (ins) was 'broken.' The patient met with the physician and a manufacturer representative that month. At that time the manufacturer representative told the patient the stove had not damaged her implantable neurostimulator (ins) but it 'wasn't working' and would need to be replaced. At an appointment on (B)(6) 2012 a manufacturer representative checked her device and said the model only had 15 months on it. Additional information indicated the patient's ins was entirely depleted and at an end-of-service status. Therefore, the result of any shocking or jolting was undeterminable. All impedance measurements were within normal limits and no 'logical cause' could be determined. The patient was scheduled for an ins replacement on (B)(6) 2013.

Event description:
Additional information received reported the patient had agoraphobia and needed an adult psychiatrist to get coping skills due to what the patient had been through with their newest ins. The patient was still waiting to find out when the replacement would occur. It was later reported the patient's surgery had been cancelled, but would be at the end of the month. It was later reported the patient suffered from post-traumatic stress disorder. Additional information regarding the device issue with the stove was reported. It was stated that when the patient had touched the stove it had 'felt weird' as the elements on the stove went cold and the patient 'continued to feel worse and worse.' The patient's 'faulty' stove was then replaced at the time. The patient's stimulation was reported as off, and the patient was on oxycodone. The patient would only take 1/2 of the recommended amount for their pain and cramps. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information confirmed that the patient no longer felt their stimulation since (B)(6) 2012 due to a 'shocking' they received from their stove at their apartment. The patient was then told that they were to have a rechargeable model implantable neurostimulator implanted but the original surgery scheduled for (B)(6) 2013 had to be cancelled due to them being sick from a virus. The surgery was rescheduled for (B)(6) 2013. This surgery was also cancelled due to the patient again being sick from a virus. The surgery had not been rescheduled as the patient wanted more information as to the model of the neurostimulator to be implanted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the implantable neurostimulator (ins) had not been fixed and had been off and dead. She had no surgery. She waited to have it fixed because she wanted to make sure the electricity would be fixed. Because her apartment owners refused to fix her electricity she decided to not have a surgery.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1995, product type extension; product ID 3888-28, lot# l36629, implanted: (B)(6) 1995, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-09, serial# (B)(4), implanted: (B)(6) 2008, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient in response to follow-up concerning a different event reported that the healthcare provider (hcp) would not do surgery to correct the stimulator that was broken after being shocked. "She said I was cure." The patient had seen multiple doctors and had been sent to many. The patient had needed a manufacturer representative (rep) to check the device every 3 months and the doctor had never assigned one. The stimulator had been damaged two times by electrical problems at an apartment. The electrical problem was still occurring.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient's ins needed to be replaced because the last shocking damaged it, but she was waiting. The patient's device was checked by a rep and it was still broken. The patient noted that they were shocked by faulty electrical equipment in her apartment on (B)(6) 2016. The patient was scared to have it fixed again until she moved out of the apartment with the faulty electrical. The patient noted that her blood pressure and cholesterol went up due to stress in 2013. The patient did not want to have surgery until she was in a safe environment.

Event description:
Additional information received reported that the patient experienced pain, but it was unclear if the patient was from the electrocution issue or from lifting boxes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient¿s stimulator was still broken and according to her doctor¿s it died prematurely. It was noted that the patient¿s situation was still pending to have her stimulator fixed. The patient had been on oxycodone since her ins broke and was given a triplicate including oxycodone. She wanted to have the stimulator so she could get off narcotics. It was noted that the patient also took panic medications and found it hard to concentrate. The patient also noted a history of reflex sympathetic dystrophy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-04-09. The patient reported that her device was still not working. The patient¿s insurance company had denied their request to have another device implanted. No additional information was reported.

Event description:
Follow up information obtained reported that it was "believed" that the patient had their implantable neurostimulator device replaced. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was waiting to get the ok from a certified electrician regarding the safety of their home and that it is habitable. It was noted the patient was not refusing surgery, just postponing until their home was safe.